Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Investigation completed date: 08/27/2024. Getinge field service engineer (fse) found that batteries failed pm test. Replaced the batteries. Attached error log. Complete cs300 pm to factory specifications. Device passed all functional and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use. Patient involved and no harm reported.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) had shut down due to the battery running out of energy. Patient involved and no harm reported.